Event description:
Customer reports obtaining results of lo and 185mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported and no tretament rec'd. No qc's were used. Requested return of the suspect device and replacement was sent.